Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 264 mg/dl while using an ilet system after recently starting a replacement pump. The user noted an initial upward trend arrow that later leveled, and supplies were checked and appeared acceptable. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no reported alarms, no reported injury, and no medical intervention or hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no device alerts and no identified malfunction, with the condition stabilizing as the system continued to deliver automated corrections. It was concluded that the cause of the hyperglycemia was unclear and that continued automated therapy and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.